Event description:
It was reported that the pt underwent a spinal procedure to explant the posterior instrumentation after fusion. It was found during the surgery that the pedicle screw was broken in half. The broken screw tip could not be explanted so that it was left in the pt. The pt was doing well during and after the procedure.

Manufacturer narrative:
(B)(4). Macroscopic examination confirms the screw is broken approximately 4-5 threads from the base of the head. Significant damage to the fracture surface is noted. The undamaged areas reveal progressive striations, which are indicative of fatigue, on both sides of the ultimate failure point, which is located approximately in the center of the bone screw, suggesting multiple crack initiation sites, likely due to tension/compression cycles in vivo, until ultimate failure. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Fusion complete, therefore device met its intended function.